Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they noticed their leg, hip, and calf burning(calf was warm). Pt then saw their stimulation was off on their controller. Pt turned stimulation back on, but said they do not know why the therapy kept turning off by itself. When patient services specialist (pss) discussed the ins getting low and the therapy turning off because ins battery got low, pt got escalated and pt got escalated again when pss tried to confirm hcp information. Pt demanded a call froma rep. Pt mentioned some issues with poor recharge quality, but when asked for clarity, pt said the controller has said poor recharge quality 3-4 times since implant date in 2021. Pss discussed expectations when it comes to charging. Pt was able to charge the ins on the call with excellent rech arge quality. Ins charge was 100% and controller charge was 100%. Pt did not know how to turn on their therapy using the stimulation on/off button and pss had to show pt how to turn on therapy. The patient was redirected to their healthcare provider to further add ress the issue. Event date not gathered because pt was escalated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.